Event description:
Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: initial MDR inadvertently included the incorrect event date. Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Event description:
Additional information was received from the physician's office which indicated that the patient was seen on (B)(6) 2013 and the vns was adjusted to 2.0ma, 20 hz, 250 microseconds, 30 seconds on, 2 minutes off. The lead was ok and impedance was 1793 ohms. Per the physician's office, the patient stated that she could not feel the magnet settings. Both the normal and magnet mode were checked and found to be normal with an impedance value of 1633 ohms. The physician turned the magnet off to 0ma and then back on to 2.25ma after a while; however, the patient stated that she still could not feel the stimulation. In addition, it was stated that the patient had more partial seizures where the patient is 'out of it'; and can not talk. It was unknown what the relationship of the seizure frequency was to pre-vns baseline levels. No other information was provided. Attempts for additional information was made; however, they were unsuccessful. Per a review of the internal database it was found that the patient had the device replaced on (B)(6) 2012. This device has not been returned.

Event description:
On (B)(4) 2012, it was reported that the patient was seen on (B)(6) 2012 by the physician and a high impedance message was observed. It was stated that the impedance value of 6700ohms was seen and a red message appeared warning the physician of these results. The patient was sent for x-rays; however, it is unknown if a copy of these x-rays will be sent to the company for review. The patient also complained of a muscle twitch in her neck which occurred with stimulation starting about three weeks prior. There was no mention that any patient manipulation or trauma occurred. Clinic notes dated (B)(6) 2012 stated that the patient feels left chest area flutters over the last three weeks and more trigeminal facial pain. The patient was prescribed neurotonin for the pain and the patient had a change in settings. It was also noted that the patient had a history of obstructive sleep apnea (MFR #: 1644487-2013-00119). On (B)(6) 2012 diagnostics were performed at 2.25ma which showed an impedance value of 6793 ohms. Attempts for additional information are being made; however, no additional information has been provided.

Event description:
Additional review of the reported events found that it was unclear if the increase in partial seizures and the patient being unable to feel magnet stimulation occurred before or after the lead explant. Follow up with the physician indicates that the increase in seizures and magnet stimulation not perceived was first observed in (B)(6) 2013, which is after the lead explant. Therefore, the increase in partial seizures should have been reported with the generator. The increase in partial seizures is included in manufacturer report number: 1644487-2013-01236. Additionally, it was found that the chest pain/ flutter and muscle twitch in neck were both first observed on (B)(6) 2012 and were related to the device. In particular, the chest pain/ flutter is associated with stimulation, per the physician. In regards to interventions for the chest pain/ flutter and muscle twitch, it was stated that the vns was replaced. The patient does not have a medical history of either event prior to vns and no causal or contributory programming or medication changes preceded the onset of the events. No patient manipulation or trauma is believed to have caused or contributed to the chest pain/ flutter. X-rays were taken of the patient and it was stated that they would be sent to the manufacturer for review; however, these x-rays have not been received. A programming history review was performed; however, the only available data was from the implant date.

Manufacturer narrative:
Date of event, corrected data: event date has been corrected based on additional information received from the physician. Describe event or problem, corrected data: the increase in partial seizures was initially reported on supplemental MDR #2 (manufacturer report #:1644487-2013-00120); however, upon further review, it was discovered that this information should have been reported on a different product (the generator). The increase in partial seizures will be reported in manufacturer report number 1644487-2013-01236 for the generator product.